Event description:
Swan-ganz catheter was placed on a patient and it was noted that it would not work in a continuous readng mode. The next week, a second swan-ganz catheter was placed and would not read in a continous mode.